Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 10.0mmx40mmx80cm (5f) sterling balloon catheter was advanced for dilation. However, during the second inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications reported and patient condition was good.